Manufacturer narrative:
An event of patient device-incompatibility (implant related tissue damage) was reported with pericardial effusion and cardiac tamponade. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported patient device incompatibility, pericardial effusion, and cardiac tamponade could not be determined. Interventions were a result of case-specific circumstances, as patient underwent drainage and surgical ligation of the appendage. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22 mm amplatzer amulet device was deployed using a 14f amulet steerable delivery sheath. The transseptal puncture was performed at an inferior/mid location. The patient was in normal sinus rhythm (nsr) at the time of the procedure. Heparin was administered (amount to be confirmed in operative notes), and act levels were greater than 250. The left atrial pressure was 17 mmhg. The device initially appeared to have positioned slightly more proximal than intended. There were multiple deployments and difficult recaptures, including three partial recaptures and one full recapture into the delivery system. The implanter reported jerking movements, advancing with too much force, and being too rough during recapture. During the procedure, the physician observed the development of a pericardial effusion, prompting the procedure to be stopped and the patient monitored. The effusion subsequently increased, and the physician performed pericardiocentesis, draining approximately 500 cc of blood. The effusion was first observed growing around the appendage/transverse sinus and was circumferential. Cardiac tamponade was concluded by the physician. Cardiothoracic surgery was consulted, and the patient was transported for surgery. The patient underwent drainage and surgical ligation of the appendage. The physician believes the amulet device caused the effusion. The healthcare professional reported that the adverse event may have been associated with operator error related to sheath manipulation.